Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the customer reports that the clamp was defective. It was not difficult to close or open the clamp. The clips were delivered and clip was twisted. The ends were crossed. The clips fell out of the tissue because they were improperly closed and they were removed from the patient's abdomen. The clips were also ejected from the device and the jaws crossed each. They were not usable. The surgeon used another one and there was no clinical consequence (no patient consequence). No additional actions were taken and no further information is available.